Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the external pulse generator (epg) casing around the connector and bottom rear housing were cracked. It was noted that the epg failed incoming testing for backlight on/off difference. Both output connectors and the lower case were broken. The battery drawer was sticking on the lower case. The main seal was pinched and damaged. One case screw and the hanger screw were contaminated. All found defective parts were replaced and all other identified issues were resolved. The epg then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) casing around the connector and bottom rear housing were cracked. The epg was returned for service and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.